Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home patient noted that the homechoice set was leaking after receiving the alarm. The origin of the leak is unknown. This was the initial use of the homechoice set and nothing unusual was noted with the overpouch of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by starting over with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.